Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an ojr414 optiflow junior 2 nasal cannula was damaged during use. It was reported that the patient desaturated and recovered. There was no further patient consequences.

Event description:
A healthcare facility in california reported that the tubing of an ojr414 optiflow junior 2 nasal cannula was damaged during use. It was reported that the patient desaturated and recovered. There was no further patient consequences.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 junior cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the tube was damaged. Conclusion: we are unable to determine the cause of the reported damage. However the damage is likely to be caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).